Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after resetting, the malfunction did not recur. The customer resumed using the pump and planned to change the cartridge and restart insulin independently, with the option to call back if further assistance was needed.